Event description:
It was reported that catheter stuck on wire occurred. The target lesion was located below the knee. An angiojet spiroflex catheter was selected for thrombectomy procedure. However, during insertion, it was noted that the monorail segment portion of the catheter was stuck in an unknown guidewire. The devices were removed together as one. A new guidewire was inserted and another of the same angiojet spiroflex was used and procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a spiroflex thrombectomy system with an unknown guidewire inside the wire lumen. The guidewire was kinked and protruding from the exit notch and the tip of the spiroflex catheter. The unknown guidewire was measured and confirmed to be a 0.14" guidewire. The pump, effluent/supply line, shaft and tip were microscopically and visually inspected. Fluid was present inside the device and attached waste bag when received, indicating that the device was primed. Visual inspection of the device revealed that the exit notch was found to have been tore and the outer shaft was damaged with material pulled at the windows from the tip proximally for 10cm. Microscopic examination revealed that the inner wire lumen was buckled 10.5cm distal of the exit and 6mm - 2.6cm proximal of the tip with the tip damaged. An attempt to remove the guidewire from the catheter shaft was unsuccessful due to the buckled wire lumen. The damage to the shaft and wire lumen is consistent to damage caused by resistance with the guidewire during advancement. As the guidewire also was also kinked, this is another indication that there was resistance between the catheter and wire.

Event description:
It was reported that catheter stuck on wire occurred. The target lesion was located below the knee. An angiojet spiroflex catheter was selected for thrombectomy procedure. However, during insertion, it was noted that the monorail segment portion of the catheter was stuck in an unknown guidewire. The devices were removed together as one. A new guidewire was inserted and another of the same angiojet spiroflex was used and procedure was completed. No patient complications were reported.